Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative was able to replicate the reported issue on an in-house unit at medtronic facility when using a straight probe. The cad model carries to the next instrument that is used. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), during the navigation task the site switched to a different instrument but incorrect instrument handle was displayed on the screen. During troubleshooting, exiting the navigate screen and entering it again resolved the issue. The surgery was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.